Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor indicated by malf 12. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was able to continue using the pump without recurrence of the malfunction. Caller was instructed to call back if any malfunction code recurred and acknowledged understanding of this instruction.